Manufacturer narrative:
The alenti device inspection showed no malfunction. Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion. No UDI information is available, the device was manufactured before UDI implementation.

Event description:
Arjo was notified of an event involving the use of an alenti bath chair. According to the information provided, following a bathing session, the caregiver lifted the armrest and asked the resident to lean slightly forward while remaining seated. During this process, the resident slipped from alenti following an unexpected reaction and fell to the ground. It was noted that no safety belt was used at the time of the incident. As a result of the fall, the resident sustained a hip fracture and was hospitalized. The resident was not treated surgically and was discharged back to the nursing home. The resident subsequently passed away several weeks later. At this time, the cause of death and its relationship to the fall remain undetermined.